Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the post op control the surgeon and the patient have seen on xrays that one of the lower offset connector has moved and was no more in the original position. The patient also wrote a complaint letter on it. This letter and the x-ray can be found enclosed. Procedure: lumbar fixation + plif.